Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced spontaneous right sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement with new mentor smooth round high profile 330cc saline prostheses was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. A manufacturing record evaluation (mre) was performed for the finished device number 6844055, and no non-conformance's related to the reported complaint were identified. The device was visually inspected, and a tear measuring approximately 1.5 cm was noted on the posterior aspect. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).